Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: g2, d3 (manufacturer), h6 (type of investigation).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was corrected, by performing the pneumatic test though no parts were replaced. Product passed all functional and safety tests per manufacturer specifications and was returned to use. Based on the device evaluation, the failure mode was not confirmed as there were no non conformances identified. Therefore, the root cause is not confirmed.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test. There was no patient involved.